Manufacturer narrative:
Updated additional MFR narrative. Due to technical issues, the lot number could not be entered. Its been documented here. Lot # 25120588. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Updated sections: model/lot #, device available for evaluation?, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. (B)(4) the harvesting tool and the cannula were returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection of the harvesting tool determined that the heater wire was flexed away from the hot jaw and was detached at the tip of the jaw. It remained attached at the base of the jaw. Based on the return condition of the devices, the complaint was not confirmed for the reported failure mode "break tip" but was confirmed for the analyzed failure mode "heater wire- bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip split. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) pa was harvesting vein for a CABG. The tip of the hemopro2 split, patient was not harmed in any way. Product is available to ship back to company.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip split. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) was harvesting vein for a CABG. The tip of the hemopro2 split, patient was not harmed in any way. Product is available to ship back to company.